Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpeiditon, everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, moderately calcified, 90% stenosed, de novo lesion in the left anterior descending artery. The lesion was predilated with an unspecified 2.5x12mm nc balloon at 14 and 16 atmospheres (atms). A 3.0x48mm xience xpedition stent was deployed at 10 atms. Post-dilatation was performed with an unspecified 3.0x12mm nc trek balloon at 16 and 18 atms; however, a distal edge dissection was noted. A 3.0x18mm xience prime stent was implanted to successfully treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.